Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03392. It was reported the patient was experiencing ineffective therapy after suffering a fall. High impedances were found on several contacts. Reprogramming was unable to resolved the issue. As a result, surgical intervention was undertaken on (B)(6) 2019 where the leads were explanted and replaced. Issue resolved.